Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. The downstream occlusion sensor (dso) seal was broken. A review of the event history log (ehl) evidenced the following: (B)(6)2020 2:27:37 pm high alarm displayed: downstream occlusion.? The customer reported product problem (appearance of the downstream occlusion alarm) was therefore confirmed through the ehl. Further inspection revealed that the downstream occlusion sensor (dso) seal was damaged/broken, and the dso sensor was contaminated. The broken dso seal was the cause of the reported dso alarm. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The source of the broken dso seal was unknown. A root cause was not established. The dso sensor was replaced.

Event description:
Information received a smiths medical cadd solis vip 2120 alarmed downstream occlusion. No adverse patient events reported.